Manufacturer narrative:
The reported event occurred during initial port placement, prior to docking of the da vinci system. As a result, no system-generated data (e.g., procedure information or system logs) are available for review. A review of the event was conducted by an isi medical officer and the following additional information was provided: the patient in this report died during the early portion of the operation and initial entry. How they died and the events that led to the death are not reported. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during initial insufflation for an unspecified da vinci-assisted abdominal procedure, the patient experienced a cardiac arrest and subsequently expired. No additional procedural or clinical details were provided. There was no allegation of a device malfunction associated with this event. Multiple follow-up attempts were made to obtain additional information from the site, including the surgeon; however, no further details were available as of the date of this report.